Manufacturer narrative:
Batch review performed on 27 july 2018: lot 144659: (B)(4) items manufactured and released on 02 october 2014. Expiration date: 2019-08-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary in (B)(6) 2014. On (B)(6) 2018 the patient was revised due to signs of infection. The surgeon washed out the knee and swapped the poly (MDR 2018-00313). On (B)(6) 2018 the patient was revised again due to signs of infection, the surgeon swapped the poly.